Event description:
It was reported that the device could not be interrogated. Device was explanted and replaced.

Manufacturer narrative:
The reported no communication was confirmed and was due to a depleted battery. With another battery attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and an internal battery anomaly was found to cause the inability to communicate.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.